Manufacturer narrative:
Conclusion: device investigation showed broken transducer magnets inside the hermetic housing. This is in line with the reported failure case of inadequate, buzzing sound. The reported oral surgery has probably caused excessive mechanical impact on the implant leading to device failure. This is a final report.

Event description:
Recipient had oral surgery under general anaesthetic to remove all their wisdom teeth. When put processors back on, left worked fine, right reported a loud, constant buzzing. Can still hear speech - but buzzing sound overrides this. The user was reimplanted.